Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was not communicating with the handheld device to pick pended medications. The technical support specialist (tss) dialed into the server, checked the mobile dock services, central services, and iis application pools all were running. The tss also checked the bindings and found no issues with the certificate. The tss proceeded to request more details from the customer for troubleshooting. However, no response was received and tss proceeded to close the case. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating with the handheld device to allow picking of pended medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.